Event description:
It was reported by jss, (a japanese distributor) that "during a surgical procedure, clips fell out of the jaws of the clip applier, into the surgical site. The clips were retrieved. There was no patient injury. The procedure was not altered and the surgery time was not extended."

Manufacturer narrative:
The device is being decontaminated. As soon as the engineer can evaluated the device and write his report, I will file a supplemental report.